Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to function properly. Subsequently, this device was reprogrammed and remains in service. No adverse patient effects were reported.